Event description:
It was reported that inaccurate scvo2 measurements were received while using the presep catheter. The catheter was calibrated once in 24 hours but the value of scvo2 changed frequently after calibration. For example, when scvo2 appeared to be 40%, which is abnormally low compared to other vital signs, the catheter was recalibrated and then the value was updated as 60-70%. Signal quality index (sqi) was normal and there were no fluctuations of hemoglobin or other index at that time. In many cases, the value appeared to be low, and it increased about 20% after recalibration." There were no error messages observed. The sample of tracing was not available and no occlusion, kink, or leakage to the catheter was observed. As reported, 'the problem seemed to occur regardless of the patient condition'. There were no patient complications reported.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product the customer report of inaccurate scvo2 measurements could not be confirmed. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. It is not known if any clinical factors may have contributed to the event. No actions will be taken at this time.